Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2021, mentor became aware that under field b5 of initial report, it was incorrectly stated as "caucasian". The patient is hispanic and was correctly selected under field a5 under the initial report. Manufacturer¿s reference number: (B)(4), b5 initial report.

Manufacturer narrative:
On (B)(6) 20221, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a tear within a crease/fold on the posterior view measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received 6840152 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 9, 2021, mentor became aware that the patient also experienced left side capsular contracture; baker grade unknown in addition to left side deflation and underwent bilateral explantation and replacement with catalog number 3501650; serial number (B)(6) on the left side, and with catalog number 3501650; serial number (B)(6) on the right side on (B)(6) 2021. The following fields have been updated on this form: fields d6b for explantation date have been updated to (B)(6) 2021. Health effect - clinical code "capsular contracture" has been added to filed h6. Reason for device explant and/or reoperation: left deflation, and capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 325cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3502300; serial numbers (B)(4) on (B)(6) 2021.